Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 23.4 mmol/l. Troubleshooting was performed, and found that the customer did receive a no delivery alarm. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.